Event description:
It was reported by the user that the evita 2 dura in bipap mode failed on a pt at about 1 o'clock p.m. According to the user, the evita neither ventilated the pt nor alarmed - the display with the curves was active. Only the alarm of the hemodynamic monitoring informed about the situation.

Manufacturer narrative:
The eval of the device did not indicate any device failure. The eval of the logbook leads to the conclusion that the device was in CPAP mode instead of bipap mode during the reported event. The evita ventilated according to the settings. The user had switched the device to CPAP/asb mode. The pt, according to the settings, had to trigger by her own effort to get automatic ventilation help. Obviously these settings were not according to the pt needs.